Manufacturer narrative:
The device was not returned to mmdg for evaluation. Because the pump was not returned mmdg could not complete an investigation. The initial reporter did state that the patient experienced a delay in therapy. This report is being filed for the delay in therapy the patient experienced.

Event description:
The initial reporter states that the pump alarmed no flow and that they were unable to clear this alarm and resume the patient's feeding. The initial reporter stated that they were "out of the house" when the alarmed occurred and this resulted in a four hour delay in therapy. (B)(4).